Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. Shortly after activating the system the patient reported feeling a pop sensation near the implant site and subsequently had pain at the site regardless if the system was activated or not. A full system replacement was performed on (B)(6) 2024. The new ipg was placed back in the same pocket and the leads are targeting the same nerve location. See MDR 3015425075-2024-00299. Approximately one month after replacing the system in (B)(6) 2024, the patient noted some communication issues between the ipg and the external therapy discs. The patient was seen for multiple reprogramming and troubleshooting sessions and ultimately was unable to achieve adequate therapy, leading to a request for device removal. On (B)(6) 2025 a full system explant was performed per the patient's request.

Manufacturer narrative:
During the system explant on (B)(6) 2025 a nalu representative present at the procedure reviewed the pre-explant imaging and noted that the ipg had migrated within the pocket so that the head was rotated away from the skin surface. Migration of the ipg likely affected the communication between the ipg and the therapy discs, causing loss of therapy and thus inadequate pain relief for the patient. There are no reports of any excessive activities or any specific events that may have contributed to ipg migration. The device appears to have migrated almost immediately after implant, based on the communication issues noted within a month of the procedure. It is possible that the ipg was in unstable tissue or that the device was not sutured sufficiently to prevent movement. Cause of device migration is unable to be conclusively determined with the information available to the firm.